Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that they broke their arm and were unable to use their implant because they can't depend on people to do things for them. Caller stated they didn't use the implant for a long time and when they tried to turn it on on saturday, the controller went blank and unresponsive. Caller added that they charged the implant on friday and then tried to recharge the controller on saturday. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller saw memory problem data has been lost. Agent reviewed with caller how to change the date and time. Caller inserted the battery and confirmed green light was flashing above the screen. Caller confirmed the controller battery was in the red and the implant was full. Caller saw "stimulation is off, in MRI mode" on the screen and turned stimulation back on. The troubleshooting steps that were taken on the call resolved the issue. Caller noted they went to a pain clinic but didn't know the name of the doctor. Additional information received from the patient. Pt called back stating already documented event that they did not use their ins device for a long time. They tried to use it again after breaking their arm and they pressed a wrong button and cleared the time so they called last week and set it up again and worked but it only worked once. When they went to recharge the ins they could not get excellent or good for it just showed recharging and it did not charge the ins. Today they finally got charging excellent and the ins battery was empty but they waited for 1.5 hours and after a long time it still showed the ins battery on red and it did not appear to be doing anything. Pt mentioned it took a long time to get in the right position to recharge the ins because since they were implanted the ins would go sideways and they had to put a pill bottle in the middle of the antenna hole to push the ins flat since it would be crooked and not work until they did that. During call pt verified no damage to the rtm or to the controller charging port. Pt cleaned the rtm pins and blew into the controller charging port. Pt reset the controller and when they attempted to recharge their ins they kept getting no device found pt attempted to go through passive recharge mode but got stuck on checking the recharger , pt noted the rtm was not making a clicking noise like it usually did. Agent closed case.